Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified left internal carotid artery. A 7-10 x 30 mm acculink ii self expanding stent system was being deployed when it jumped and partially deployed in healthy tissue. A second acculink ii was deployed to cover the proximal portion of the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty could not be confirmed, as the stent had already been deployed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified